Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint at the power connector on the interface circuit board. No cosmetic damage was noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display, which was not resolved by several battery changes. The customer stated that she had tried 3 replacement batteries but none worked. The customer's blood glucose was unknown. The customer was advised to replace the insulin pump and agreed to return the device for analysis.